Event description:
It was reported that the pacing impedance value of this right ventricular (rv) lead had increased to an out of range value of 1982 ohms. All other lead measurements were within normal range. Technical services (ts) provided troubleshooting and recommended physician discretion for further use. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the pacing impedance value of this right ventricular (rv) lead had increased to an out of range value of 1982 ohms. All other lead measurements were within normal range. Technical services (ts) provided troubleshooting and recommended physician discretion for further use. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned and replaced with a new rv lead during a scheduled generator change. No additional adverse patient effects were reported.